Event description:
A chronic hemodialysis pt suffered a severe reaction at the beginning of a routine dialysis treatment. The pt presented with severe respiratory distress requiring IV medication (epinephrine, steroids, benadryl) and oxygen. The pt was transferred to the ICU for overnight observation but was discharged the next day.

Manufacturer narrative:
The sample has not arrived for investigation yet. The root cause will be evaluated after investigation.